Manufacturer narrative:
The patient's race or ethnicity were not provided; however, the patient's nationality is listed as (B)(6). The device will be returned to the manufacturer for evaluation. If/when new information is provided and investigation is completed a supplemental report will be submitted.

Event description:
It is reported that the inclusive tapered implant failed and the provider notes lack of primary stability. The implant was placed during implant procedure on tooth #30 (universal) on (B)(6) 2018. Bone strength is noted as grade iii. The patient had no significant medical or dental history prior to implantation. The patient presented for second surgical appointment on (B)(6) 2018 and at time the implant was removed since the implant failed and there was a lack of primary stability. Patient current condition per report, "patient is fine." There was no injury to the patient.

Manufacturer narrative:
The device was not returned and is not available for visual evaluation. A device history record (DHR) review showed no evidence that a product defect or non-conformity contributed to the reported issue. The device met all the criteria called for in the production router. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the lack of stability. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." It further states, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This complaint will be kept on record for track and trending purposes.